Event description:
The facility reported via a user facility report, "baxter 3c0156 interlink system y-type blood/solution set with pressure pump. Large bore 4-way stopcock, and extension set was connected to a 14 gauge IV in a left antecubital vein in the pt, and arm a were tucked for cardiac surgery (mitral valve replacement). After separation from cardiopulmonary bypass, pt required more transfusion than appeared necessary from bleeding from surgical field. Lowest blood hemoglobin was 5.9, at 14:21. This IV flowed freely, but when it was checked for aspiration, air was aspirated. It was shut off until the end of surgery, at 14:53, when the arm cold be untucked and inspected. A junction site where the tubing joined into an injection site had come apart. There was no visible tear or slit, just appeared to had come unattached where it should have been permanently attached. The wrapping around the arm was soaked in blood that had bled back from the IV. As a rough estimate, probably 2 units of whole blood had bled back." The hosp's physician reported the pt became unstable soon after separation from the cardiopulmonary bypass; however, he was unsure whether or not this was related to the tubing coming apart. The physician suspected the pt lost approximately 1 unit of pt's own blood. The pt was receiving ongoing tranfusions via another IV and therefore, it is unknown how many add'l units of blood was required as a result of this event. According to the physician, the pt recovered from the event. Though requested, no add'l info was provided.